Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of component damage - leak were available for examination, we were unable to fully investigate this incident. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. H3 other text : see h10

Event description:
It was reported that the while using the bd connecta¿ it broke. When using the tap to draw blood from a central line, it broke off. Despite the plugged outlets, blood was flowing out from the underside of the tap in the middle. The red inner part probably cracked.

Manufacturer narrative:
Correction: h6: imdrf annex a grid: a0401.

Event description:
It was reported that the while using the bd connecta¿ it broke. When using the tap to draw blood from a central line, it broke off. Despite the plugged outlets, blood was flowing out from the underside of the tap in the middle. The red inner part probably cracked.

Event description:
It was reported that the while using the bd connecta¿ it broke. When using the tap to draw blood from a central line, it broke off. Despite the plugged outlets, blood was flowing out from the underside of the tap in the middle. The red inner part probably cracked.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.